Event description:
It was reported that high impedance was observed and that x-rays taken following the high impedance indicated that the leads are not connected to the generator. Clinic notes were later received from the neurologist. X-ray review performed by the physician states that the leads looped along the nerve stimulator with several broken leads in the left neck which do not connect to the generator. Vns diagnostics showed high lead impedance (>10,000 ohms), output status was low at 0.25 and battery remaining at 75%. Patient was referred for replacement but no known surgical interventions have occurred to date. Attempts for product information were unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's device was disabled both normal and magnet stim were 0 ma) by the nurse practitioner after high lead impedance was observed, secondary to lead being disconnected from the generator. Possible replacement was discussed but family did not wish to pursue.